Event description:
Customer reported issues with the enlite sensor. Customer states that after putting the new sensor in the transmitter kept flashing. Customer states that the blood glucose was fluctuating from low 50 mg/dl to 150 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis completed on 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings. Unable to confirm needle complaint as customer did not return insertion needle.